Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they wanted the device to be checked. At this time, the exact problem has not been specified by the customer or the country contact. There was no reported patient involvement.